Event description:
It was reported that during an index procedure the physician experienced difficulty in deploying the bifurcated device. Reportedly, during advancement of the device it was noticed that the proximal portion of the stent graft prematurely deployed. The physician attempted to push the device further; however, the device would not advance. Several unsuccessful attempts were made to resheath the stent graft by pulling the inner core out, but the stent graft would not move. The physician elected to convert to an open repair explanting the bifurcated device, and the patient was treated with a dacron graft tube. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was returned for evaluation. It was indicated that the aortic neck was calcified and measured 18mm, and the returned bifurcated stent graft was a 25mm device. Inspection of the device identified damage to the edge of the radiopaque tip and graft cover, possibly caused by the calcification in the vessel. There was severe damage to the sheath of the bifurcated delivery system, which appeared collapsed/accordioned, likely as a result of pulling the inner core in attempts to pull back the tip during the case. The stent graft was returned deployed within the contralateral wire; however, the contra limb was still compressed. Computed tomography and intra-operative images were provided for clinical assessment and were reviewed by a clinical representative, and medical director. The review concluded: based upon review of the intraoperative images, the patient did present with very calcified and narrow aortic neck, and calcification also present in the aorta and iliac arteries. During advancement of the bifurcated device from the sheath, the control cord was probably severed by the calcium in the aorta, which caused the device to begin to deploy. Based on review of the available information, the cause for the stent graft premature deployment appears to be related to the anatomical conditions where the device was used, and device size selection. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.